Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio. Prior to the device reaching self-test the conductivity went high and alarmed. There was not a pt on the device at the time of the incident.